Event description:
It was reported when using the bd vacutainer® edta 2k there was a broken lid/cap. The following information was provided by the initial reporter. The customer stated: "blood leaked from the tube and there seems to be a crack on the cap/stopper."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary. Bd japan received actual samples and 5 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for defective stopper molding was observed. Additionally, the customer sample was evaluated by visual examination and the indicated failure mode for defective stopper molding with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode defective stopper molding. Bd determined that the root cause of the indicated failure mode was attributed to manufacturing related.

Event description:
It was reported when using the bd vacutainer® edta 2k there was a broken lid/cap. The following information was provided by the initial reporter. The customer stated: "blood leaked from the tube and there seems to be a crack on the cap/stopper.".